Manufacturer narrative:
The investigation revealed the following: the incident was user related due to a wrong application from the customer site. Based on the feedback provided by the customer, the tissue processor reagents were last changed on (B)(6) 2019 and a maintenance of the affected instrument was last performed in 2009. Furthermore, the reagent bottles have not been cleaned for a very long time (minimum 5 years). Due to reagent contamination in the bottles, the reagent composition was no longer correct which lead to damaged tissue samples. The affected instrument will no longer be used at the customer site. The device tp1050 has been taken out of production since july 1999 at leica biosystems (B)(4).

Event description:
On 14 january 2020, leica biosystems received a complaint that after processing, the tissue samples were not properly infiltrated and therefore could not be cut. As a result, a patient was recommended for rebiopsy.